Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the target device does not place the distal locking screws of the gamma nail in the hole of the nail, but next to it. Replacement was available. Medical procedure was successfully completed with the x-ray angular gear."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intraoperative procedure and has to be classified as user-customer-user error. Pre-supposing that positioning accuracy for drilling was confirmed by pre-operative check performed, which is required per IFU, it was concluded that the event was mainly based in the medical procedure. Apart from that reasons for misaligned drilling are various. Potential miss-targeting can also be caused but is not limited by e.g. - loosening of the nail holding bolt during insertion of the nail - repeated tightening of the nail holding screw prior to distal targeting / drilling is recommended - not realized unintended loosening of the attachment knob (will lead to release of the drill sleeve) - no use of drill with centre tip / unfavourable bone contour - drilling without drill guiding sleeve - using blunt or damaged drill - high forces applied to the target device during drilling eventually leading to unintended distortion in the system of drill, sleeve, target device and nail finally, each device suffers from a long and intensive use and due to the fact that the device has been in use for a longer time [manufactured 2008] it has reached the end of its useful service-life. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities.

Event description:
As reported: "the target device does not place the distal locking screws of the gamma nail in the hole of the nail, but next to it. Replacement was available. Medical procedure was successfully completed with the x-ray angular gear."